Event description:
Same case as MFR report #2134265-2009-02395. It was reported that during a peripheral intervention procedure, thrombosis occurred. The target lesion was in the superficial femoral artery (sfa). A polarcath was advanced to treat the target lesion. During the procedure, a "check cath" indication was noted on the inflation unit. The polarcath and inflation unit were exchanged for another of the same devices and cryoplasty was performed "successfully with suboptimal results". A sentinol bil 6x79x1350 stent and a sentinol bil 6x59x1350 stent were implanted to treat the target lesion. The overlapping stents were considered to be well positioned and well apposed. During the procedure, thrombosis was discovered in the "entire vessel". The measures taken to treat the thrombosis are unk. The pt's current condition is unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.